Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING AN IMPLANT PROCEDURE A LEAD HAD AN IMPEDANCE ISSUE WHEN CONNECTED TO THE IMPLANTABLE NEUROSTIMULATOR, AND THE LEAD WAS DESCRIBED AS FRACTURED, DAMAGED, OR BROKEN WITH CONTACTS 3, 4, AND 5 DISPLAYING NO CONNECTION TO THE WENS. TROUBLESHOOTING WAS PERFORMED BY PLACING THE LEAD INTO THE OTHER SIDE OF THE WENS, AND THE SAME BAD CONTACTS WERE OBSERVED. THE CALLER REPORTED THAT THE LEAD HAD IMPEDANCES WHEN CONNECTED TO THE INS. THE CALLER USED A DIFFERENT LEAD AND THE ISSUE WAS RESOLVED. THE LEAD WAS EXPLANTED. THE PATIENT WAS REPORTED ALIVE WITH NO INJURY, AND THE ISSUE WAS REPORTED AS RESOLVED.

Manufacturer narrative:
H3: Product ID 977A260 Serial# (b)(6) was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.